Event description:
It was reported that the patient presented to the clinic for a wound check. The suture line was reddened and the wound was open and draining. The patient was treated with oral antibiotics. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.